Manufacturer narrative:
Unable to verify battery cap damage due to pump received without the original battery cap. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The test accu-chek guide link bg meter and test guardian link with the watertight tester communicated properly with the pump noted. No communication anomaly noted. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump battery cycle 16.0 received the lowbatteryalert (104) on 08/18/2025 18:29:00 after more than 7 days at 16.09 days. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and scratched case during the visual inspection. No damage or crack on the battery tube threads noted. In summary, pump passed all required testing. Unable to verify customer alleged for low bg. Customer alleged for battery cap damage unknown due to pump received without the original battery cap. No low battery alert or short battery life noted during testing and no unexpected low battery alerts listed in the pump trace download. Unexpected battery power loss, transmitter and meter not connecting to the pump and battery threads are stripped and cracked was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. This is 1 of 2 medwatch reports regarding this event. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported that the transmitter and the meter were not connecting to the pump, and the battery threads were stripped. The blood glucose value at the time of the event was 74 mg/dl. The event involved product(s) mmt-7040a, mmt-397a, mmt-1884, mmt-7841zn, mmt-332a. Troubleshooting was partially performed for hypoglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed for replace battery alarm, and the customer reported battery cap damage. Troubleshooting was performed for damage. The customer reported damage to the battery tube threads, and the functionality of the pump was affected. Troubleshooting was partially performed for the loss of communication. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-397a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned. No product return is required for mmt-7841zn. No product return is required for mmt-332a.